Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 54 mg/dl at the time of the incident. The customer was at 116 mg/dl at the time of admission. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported compromised force sensor alarms. Troubleshooting was not completed. The customer had a high of 544 mg/dl on (B)(6) 2019 while at work. The insulin pump will not be returned for analysis.